Manufacturer narrative:
No button error alarm was noted. However, the act button was unresponsive due to a flattened button dome switch. The insulin pump was received with minor scratches on the display window, broken battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 180 mg/dl. Leading up to the alarm, customer was playing golf. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.